Manufacturer narrative:
Citation: yamamoto m et al. Percutaneous aortic valve intervention in patients scheduled for noncardiac surgery: a japanese multicenter study. Cardiovasc revasc med. 2020 may;21(5):621-628. Doi: 10.1016/j.carrev.2019.09.023. Epub 2019 oct 22. Earliest date of publish used for date of event. Medtronic products referenced: corevalve (PMA# p130021, pro code npt), evolut r (PMA# p130021, pro code npt). Earliest approved product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a literature article regarding an investigation of the safety and effectiveness of percutaneous aortic valve intervention in patients with aortic stenosis before undergoing elective non-cardiac surgery. All data were retrospectively collected from a multi-center registry between october 2013 and november 2017. The study population included 122 patients and was predominantly female with a mean age of 83 years and a mean weight of 51 kg. Of those, 61 patients underwent percutaneous balloon aortic valvuloplasty and 61 patients underwent transcatheter aortic valve replacement (tavr). In the tavr group, 11 patients were implanted with medtronic transcatheter valves: corevalve (4) and evolut r (7). No serial numbers were provided. Among all tavr patients, one procedural death and one non-cardiac death occurred prior to the non-cardiac surgery. The procedural death was due to coronary occlusion and the non-cardiac death was due to multi-organ failure. The study used non-medtronic transcatheter valves in addition to the corevalve and evolut r. The type of transcatheter valve implanted in each patient who died was not reported. In addition, the 30-day mortality rate after the non-cardiac surgery was 1.7% in the tavr group; however, none of these deaths were cardiac-related. Based on the available information, medtronic product was not directly associated with any of the deaths. Among all tavr patients, adverse events observed during or following tavr included: in-hospital new permanent pacemaker implantation, more than major bleeding, blood transfusion, major vascular complications, and moderate to severe aortic regurgitation. Adverse events observed after the non-cardiac surgery included: non-disabling stroke and myocardial infarction. Based on the available information, medtronic product may have been associated with the adverse events. No additional adverse patient effects or product performance issues were reported.